Event description:
This represents the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a visual and microscopic analysis was performed which identified, sharp broken and opening on posterior and missing shell. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening and broken on posterior assessed, as an unidentified (tear) opening. And a missing shell assessed, as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for an unknown side. Device remains implanted.